Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. No inappropriate shocks were delivered during the oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.